Manufacturer narrative:
Device passed displacement test and self test. Device was tested with audio/beep anomaly or missing segments/partial display noted.(B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore ,consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer stated that the display was not coming up on the screen. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.